Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced ongoing pain, adhesions, recurrent incisional hernia through central mesh failure, and serosal tears. Post-operative patient treatment included recurrent hernia repair and placement of new mesh. It was noted that during the original implant procedure that there was injury to inferior epigastric vessels causing hematoma formation on both sides of the mesh.